Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the surgeon side console (ssc) would not connect to the rest of the system. The staff attempted power cycling, but the issue persisted. The technical support engineer advised moving the blue fiber on the back of both the vision side cart (vsc) and ssc and recommended that the hospital call in directly for further troubleshooting. There was no report of patient involvement or reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. The fse replaced the common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint and performed the failure analysis. The ccc was visually inspected, where no issues were found. The ccc was then taken to a programming station, where it was confirmed bricked through vmware. As a result of these findings, the root cause was determined to be a bricked ccc.